Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the maverick2 monorail balloon ruptured. The lesion being treated was located in the average tortuous, mildly calcified and 90% stenotic proximal left anterior descending artery (lad). The physician advanced the 3.00x15mm maverick2 monorail balloon to the proximal lad and inflated to 12atms when it ruptured. The device was removed from the pt intact. The procedure was successfully completed with the deployment of a liberte stent and post dilation with a quantum maverick balloon. Pt status is reported as "good."